Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system device referenced is filed under separate medwatch report number.

Event description:
This is filed to report thrombosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The patient had a cath lab procedure one month prior in which the patient developed a severe rash after the procedure. Therefore, benadryl was administered prior to this procedure. Imaging was difficult due to the patient anatomy. The steerable guide catheter (sgc) was advanced and crossed the septum without issue. The clip delivery system (cds) was advanced to the mitral valve, but due to the low transseptal puncture, the clip was hitting the leaflets. Troubleshooting was performed, and the cds was re-positioned but the clip was still hitting the leaflets. It was decided not to use this xtw clip and switch to an ntw clip. The xtw clip was closed and when the cds was being withdrawn, the clip disconnected from the system and was affixed to the sgc soft tip. The sgc and the cds were removed together as one unit to avoid the clip from embolizing. However, when crossing the septum, there was some resistance due to the clip not being flushed inside the sgc and the atrial septal defect (asd) became bigger once the clip was at the groin, a cut down was performed to remove the clip. The clip was intact; however, a clot was noted on the clip and sgc tip. Thrombus was noted on the right side of the septum. The physician decided to abort the procedure as the patient¿s blood pressure started to drop and they had lost access. There were no clips implanted and mr remained at 4. Medication was administered and x-ray was performed to see what was causing the blood pressure to drop and nothing was observed. Then, the patient experienced atrial fibrillation (afib), ventricular tachycardia (v-tach) and cardiogenic shock. The physician suspected this occurred due to anaphylactic reaction to the heparin but was not certain. CPR was performed for 22 minutes and the patient became slightly stable and was given blood transfusion to pump blood into the patient to raise the blood pressure. The patient was put on an intra-aortic balloon pump (iabp) for further stabilization, the patient did well, and blood pressure became stable. The patient was sent to intensive care unit (ICU) and died 3 hours later. The patient was very sick prior to the mitraclip procedure. In the physician¿s opinion, the procedure or the mitraclip devices did not cause or contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The device was returned. In this case, there was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a conclusive cause for reported thrombosis could not be determined in this incident. The reported poor image resolution was due to challenging patient anatomical condition/operational context. A conclusive cause for the observed deformation due to compressive stress could not be determined in this complaint. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.